Event description:
The customer reported the system will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired an interconnect cable connector. System operates as intended.